Event description:
The pt reportedly experienced ongoing intermittent lock between the external equipment and the internal device. Troubleshooting was performed; however; it has not resolved the lock issue. Surgery to explant the pt's device has been scheduled.